Event description:
Capsule contracture resulting in explantation.

Manufacturer narrative:
Capsule contracture reported as the reason for explantation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed tear through the shell resulting in outer lumen deflation.

Event description:
Defaltion resulting in explantation.